Event description:
The facility reports the patient was being transferred. While lowering, the sling clip snapped. No injuries were reported.

Manufacturer narrative:
The manufacturer did not receive the sling or photos of the sling, despite several requests. The sling is reportedly a toileting sling, which has plastic clips that attach to the lift and plastic buckles to keep the head support straight. Previous investigations have shown that it is possible for either to break when the washing instructions on the label and in the sling instructions for use manual are not followed. If the clip broke, the patient could have dropped. In this incident, the patient was already lowered to the bed or chair, so there were no injuries. If a buckle broke, there would not have ben a potential for patient injury. As little or no information has been provided regarding the sling/clip. The manufacturer is unable to establish which part failed, and what the potential outcome would have been. Due to the lack of information, the manufacturer cannot build a remedial or corrective action, other than to remind the lift operators of the maxi move operating and product care instructions and the sling instruction sheet.